Event description:
The event involved a microclave¿ connector where it was reported that the piston of the clave connector does not rebound and cannot be infused. The place of use was in a medical institution. There was patient involvement but no patient harm.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for lot 11341970 was reviewed and no non conformities were found that would have led to the reported complaint.